Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Quality safety evaluation received on 27-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 623640) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included loop electrosurgical excision procedure in 2004, liver biopsy in 2004, dyspareunia, depression, uterine leiomyoma, abdominal pain, pregnancy with contraceptive device, endometrial ablation and uterine leiomyoma. Retroverted uterus with atleast three fibroids, largest is 5.4cm fundally also a 3.1cm and a 2.4cm fibroid seen, no free fluid essure coil seen right ovary cannot be identified. Concurrent conditions included overweight, dysfunctional uterine bleeding, patellofemoral pain syndrome, hypercholesterolemia, carpal tunnel syndrome, arthralgia, somatic dysfunction, sgpt increased, malignant neoplasm of rectum, drug allergy, chronic cervicitis, adenomyosis, ovarian cyst, vaginal discharge abnormality, allergic rhinitis, lymphadenitis, cystic fibrosis, iliotibial band friction syndrome, insomnia, hypoaesthesia, cervical pap smear abnormal, somatic dysfunction, anemia and constipation. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), the first episode of back pain ("pain back"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced complication associated with device ("device complications") and the second episode of back pain ("pain back"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy, hysteroscopic d&c and hydrothermal ablation and on (B)(6) 2012 hysteroscopic d&c and hydrothermal ablation). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, complication associated with device, the last episode of back pain, fatigue and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia and headache had resolved. The reporter considered complication associated with device, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight increased, the first episode of back pain and the second episode of back pain to be related to essure (ess205). The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, pelvic pain, dysmenorrhea,back pain. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received: model number updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 623640) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), complication associated with device ("device complications"), back pain ("pain back"), abdominal pain ("pain back") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy), surgery (hysteroscopic d&c and hydrothermal ablation). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, complication associated with device, back pain, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, complication associated with device, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: vaginal haemorrhage, dysmenorrhoea, menorrhagia, fatigue, back pain, abdominal pain, pelvic pain, device monitoring procedure not performed were added. Previously reported event ¿medical device removal¿ deleted. Reporter, patient demographic information, other relevant history updated. Product lot number added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 623640) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included dyspareunia, depression, uterine leiomyoma and abdominal pain. Concurrent conditions included overweight, dysfunctional uterine bleeding, patellofemoral pain syndrome, hypercholesterolemia, carpal tunnel syndrome, arthralgia, somatic dysfunction, sgpt increased, malignant neoplasm of rectum, drug allergy, chronic cervicitis, adenomyosis and ovarian cyst. On (B)(6)2007, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("pain back"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), complication associated with device ("device complications") and pain ("pain back"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy), surgery (hysteroscopic d&c and hydrothermal ablation) and surgery (on (B)(6)2012 hysteroscopic d&c and hydrothermal ablation). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, dysmenorrhoea, complication associated with device, pain, fatigue and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia, back pain and headache had resolved. The reporter considered back pain, complication associated with device, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pain, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Retroverted uterus with atleast three fibroids, largest is 5.4cm fundally also a 3.1cm and a 2.4cm fibroid seen, no free fluid essure coil seen right ovary cannot be identified most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical record received: reporters, historical conditions, concomitant disease and events (migraines / headaches, weight gain) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 623640) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included dyspareunia, depression, uterine leiomyoma and abdominal pain. Concurrent conditions included overweight, dysfunctional uterine bleeding, patellofemoral pain syndrome, hypercholesterolemia, carpal tunnel syndrome, arthralgia, somatic dysfunction, sgpt increased, malignant neoplasm of rectum, drug allergy, chronic cervicitis, adenomyosis and ovarian cyst. On (B)(6) 2007, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("pain back"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), complication associated with device ("device complications") and pain ("pain back"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy) and surgery (on (B)(6) 2012 hysteroscopic d&c and hydrothermal ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, complication associated with device, pain, fatigue and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia, back pain and headache had resolved. The reporter considered back pain, complication associated with device, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pain, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Retroverted uterus with atleast three fibroids, largest is 5.4cm fundally also a 3.1cm and a 2.4cm fibroid seen, no free fluid essure coil seen right ovary cannot be identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.